Event description:
Enduser mother is reporting that the chair has had multiple issues. She is reporting that the backrest on the chair would continually fall down, enduser had another chair previous to this one and they replaced with the backrest and that has resolved that issue. She is also reporting that the battery will not hold a charge, very short distance and she has to recharge the chair. She is also reporting the arm pads are flaking off. She has been working with her dealer and they have been repairing the chair, but she is currently asking to have chair replaced due to the issue. I advised her to continue working with the dealer and the we cannot directly replace the chair.